Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 32.8-33.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.7-7.8cm and 12.8-13.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 9.5-11.3cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported the asymptomatic patient presented to the operating room due to externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced.